Manufacturer narrative:
Additional information : the lot was manufactured from april 24, 2019 - april 25, 2019. Two (2) actual samples were received for evaluation. Visual inspection was performed which observed a white foreign matter that appeared to be plastic-like approximately 0.25 inches in length inside the fluid pathway of both samples. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white foreign material in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.